Event description:
Product was returned as an implant failure. Based on the report, the pt had moderate oral hygiene and good bone condition. The pt had a medical history of bruxism, cardiac disease, and is allergic to several medications. The surgery was a traditional 2 stage surgery in tooth location #11. Bone augmentation material, synthograft 500-1000, was used to repair the bone defect from the implant. Implant was removed because of infection, pain, and abnormal sensation. The pt is described as stable, but treatment is ongoing. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.